Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.6.0) installed on samsung galaxy a35 (android 14) with mmt-1885 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. From app log analysis, the reason for connectivity problems is from the pump not pairing to the device before the 2 minute timeout. After the pump and phone are connected to each other, they attempt to pair and exchange key information to form a bond. In this case the connection hangs for 2 minutes and thus pairing attempt is terminated for taking too long. This can happen for a multitude of reason such as the user navigating away from the pairing page and not responding to prompts that appear, bluetooth interference from other devices, or a bluetooth stack issue. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: basic steps: turn bluetooth off -> wait 30 seconds -> turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby) advanced steps: clear data of bluetooth app: settings â¿¿ apps â¿¿ manage apps â¿¿ find and tap on bluetooth app â¿¿ clear data reset network settings: settings â¿¿ connection & sharing â¿¿ reset wi-fi, mobile networks, and bluetooth â¿¿ reset settings uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app please try the below recommended steps after updating the app to the latest v2.7.0 now available. Make sure users remove paired devices from phone and pump also ensure that there are no other paired devices on the phone delete the minimed mobile app's memory cache in the android settings: settings -> apps -> find minimed mobile in the list of apps -> storage and cache -> clear cache and data delete the app restart the phone reinstall mmm app check for all the usual connectivity (internet, bluetooth on, etc.) Start the pairing process from scratch medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported unable to pair mobile app to pump. The customer reported no adverse event. The event involved product(s) unk_fotasoftware. Troubleshooting was performed and confirmed customer received the reported issue loss of communication between mobile app and insulin pump. Unable to resolve with existing troubleshooting or labeled instructions ,issue escalated. No harm requiring medical intervention was reported. It was unknown whether continued using the device or not. No product return is required for unk_fotasoftware.